Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured august 6-7, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a coil cap separated from the cover (housing). The reported condition was verified. The cause of the condition could not be determined; however, may be due to a manufacturing issue. However, the coil cap separating from the housing of the device does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device if the event would occur during infusion. If the issue was found at preparation and prior to distribution to the patient, the user has the option to obtain a new device thus may lead to a delay in filling and not likely to lead to patient harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was broken. The issue was noticed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.